Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) exhibited multiple alarms. There was patient involvement reported and no injury or harm reported. The customer stated that the iab was inserted on 04/28 via the axillary artery. Since insertion, the device generated restriction, augmentation below limit, and gas loss alarms. The customer requested a review of potential causes. Prior to contacting esp, the customer replaced the cardiosave unit with another device, after which no further alarms were observed. Esp personnel discussed the off-label nature of axillary insertion and clarified that support is provided based on femoral insertion guidance. They reviewed potential causes for each alarm, along with corresponding troubleshooting steps. The customer provided information for product surveillance and requested that a complaint be documented. It was noted that the patient is highly mobile and ambulates frequently. Additionally, a recent chest x-ray showed the iab positioned at the 3rd intercostal space.

Manufacturer narrative:
Initial reporter: (B)(6). Event site name: (B)(6).